Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost weight and his ipg site became uncomfortable. The physician explanted and replaced the ipg with a smaller model on (B)(6) 2013. It was reported the pt was satisfied with the new ipg.